Event description:
The event is reported as: complaint was reported as the following: "patients et tubes kinking. Increases airway pressure. Unable to perform suction. Ventilation impaired - breathing pattern changed. Patients had to be reintubated". No pt injury reported.

Manufacturer narrative:
A device history record (DHR) review could not be conducted since the lot number was not provided. Assessment was conducted and no changes required. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Complaint cannot be confirmed since the sample was not available for investigation, however, we will continue to monitor and trend relating complaints.